Event description:
It was reported "doctor was placing the PICC catheter through the peel away sheath. Catheter was successfully in the sheath. Once the doctor went to break the sides of the peel away sheath the plastic wing broke off. The doctor had to grab a clamp to grab the broken sheath body to remove from the patient." There was no patient harm or injury. No medical intervenion required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "doctor was placing the PICC catheter through the peel away sheath. Catheter was successfully in the sheath. Once the doctor went to break the sides of the peel away sheath the plastic wing broke off. The doctor had to grab a clamp to grab the broken sheath body to remove from the patient." There was no patient harm or injury. No medical intervenion required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for evaluation. Signs of use were observed. Visual inspection of the peel-away sheath revealed the peel away sheath extrusion was separated adjacent to the tab. The other tab was intact. The sheath had completely split down the length of the extrusion along the score lines. The sheath body length from the tabs to the distal tip measured 4 1/8"), which is within the specification limits of 3 7/8" - 4 1/8" per peel-away product drawing. The out-ER and inner diameter of the sheath could not be measured due to the condition of the returned sample. Functional inspection was not required as part of this complaint investigation. A device history record review was performed, and no relevant findings were identified. The report of a broken peel away sheath tab was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath extrusion had separated directly adjacent to one tab. Based on the customer report and the sample received, manufacturing likely caused or contributed to this event. Non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4. Unique identifier (UDI)# corrected from (B)(4) to (B)(4).